Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3008452825-2019-00494, 3005334138-2019-00591, 3008452825-2019-00547, 3005334138-2019-00592. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. Following completion of the ablation procedure the patient became hypotensive and echocardiography confirmed an effusion. A pericardiocentesis was done to stabilize the patient.